Event description:
Caller reported a false negative urine hcg result. Patient was tested on (B)(6) 2010 and urine sample gave a negative hcg result. Sample appeared to be slightly hemolyzed. The patient called client on (B)(6) 2010 and let them know that serum test was positive (with twins) - no quantitative value or additional information known.

Manufacturer narrative:
Lot number: hcg0010084, expiration date: 01/2012. Control lot: 20 miu/ml hcg urine lot: hcg100223-01, 100 miu/ml hcg urine lot: hcg100513-01, 228.6 iu/ml hcg urine lot: hcg100420-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 228.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.